Manufacturer narrative:
Follow-up #1: date of submission 12/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/20/2015 with the following findings: the pump keypad was observed to be peeling at the contrast button. The keypad buttons were tested and were found to be intermittently responding to presses. The keypad cover was removed and contamination was observed under all of the keypad button contacts. Unrelated to the complaint, the display screen was noted to be discolored and the battery compartment was observed to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down, and ok buttons had a delayed response and the buttons had since stopped working completely. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. This report is made based on the allegation of the keypad response issue.